Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic inspection was performed. The distal tip of the device was bent. Peeling of the hydrophobic coating was noted on the distal tip of the guidewire.

Event description:
It was reported that the coating was peeling. A 182 cm choice guidewire was selected for use. During unpacking of the device, it was noted that the wire coating was peeling. The procedure was completed with another of the same device.

Event description:
It was reported that the coating was peeling. A 182 cm choice guidewire was selected for use. During unpacking of the device, it was noted that the wire coating was peeling. The procedure was completed with another of the same device.